Event description:
It was reported that the patient experienced a surgery to revise an inflatable penile prosthesis (ipp) pump, due to the pump failing. A patient outcome of no complications was reported.

Manufacturer narrative:
Combination product? Corrected.

Manufacturer narrative:
An allegation related to device operates differently than expected was reported. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump poppet rod was identified to be misaligned, (see image attached). This displacement or misalignment is indicative of simultaneous compression of the deflation button and the pump bulb. Excessive physical manipulation can damage internal components resulting in component separation or misalignment and subsequent loss of inflation and deflation capabilities. As stated throughout the operating room manual ams 700 ms pump, do not squeeze the deflation button and the pump bulb at the same time. The pump was not functional tested due to misaligned popped rod was identified. Product analysis confirmed the reported event. The product record review indicated that the reported events do not represent an unanticipated event. The investigation conclusion code of failure to follow instructions was chosen as the damage observed can be traced to the user not following the manufacturers instructions.

Event description:
It was reported that the patient experienced a surgery to revise an inflatable penile prosthesis(ipp) pump, due to the pump failing. A patient outcome of no complications was reported.

Event description:
It was reported that the patient experienced a surgery to revise an inflatable penile prosthesis(ipp) pump, due to the pump failing. A patient outcome of no complications was reported.